Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Most recent battery voltage is 2.20 v on (B)(6) 2011.

Event description:
It was reported the device had long charge time. It was also reported the battery voltage was significantly below eol (end of life). The 231 shocks had been delivered over past few years. It appears patient had not had device checked since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.